Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of peritonitis in a patient (age not reported) coincident with dianeal-n pd2 (B)(4) therapy. On an unreported date, the patient began treatment with dianeal-n pd2 (B)(4), 1000 ml, once a day, and 1500 ml three times a day (lot number not reported) intraperitoneally (ip) for renal failure chronic. On (B)(6) 2011, upon a call to baxter (B)(4) customer service center, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. Laboratory and diagnostic information were not reported. The patient received an unspecified treatment for the peritonitis. The outcome for the peritonitis and action taken with dianeal-n was not reported. Concomitant medications were not reported. The nurse did not provide an opinion of causality.